Event description:
While preparing IV drugs for administration, I attempted to retrieve a 22g 1" needle, and noted that the needle was bent and exposed through the sterile packaging. It appears as though this may have been a manufacture error. The needle could have potentially punctured the employee's skin.